Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used recommended charging cable, wall adapter, and different outlets. There was no reported adverse impact to the customer¿s blood glucose level. Caller tried leaving pump connected for extended time and tested different wall adapters and charging cables without success, and since pump was out of warranty, customer was advised to purchase new pump.